Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a broken force sensor error and error in motor. Customer¿s blood glucose level was unknown. Customer was assisted for troubleshooting the insulin pump error. Customer was unable to rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a pump error 38 alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarm.